Event description:
It was reported that the atrial lead exhibited a suspected malfunction. The lead was explanted and replaced. No additional information available.

Manufacturer narrative:
(B)(4). Final analysis found that the outer coil appeared to be compressed and fractured at 34.8 - 35.5 cm from the connector pin, consistent with clavicular crush.